Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 106 units of insulin. Customer¿s blood glucose level ranged from 287-291 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.